Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller stated it felt like an electrical feeling, almost being touched by a live wire since 2-3 weeks ago. The caller stated it happened all of a sudden, their hands, feet, and hit the knee every once in a while. The caller stated they were wondering what was going on. It was reviewed that the caller could consider turning the ins off to see if that resolved the electrical feeling. The caller noted they were on program 3 at 0.3v. It was reported that the change in symptoms was sudden. The caller was redirected to their healthcare provider. No further complications were reported.